Event description:
It was reported that the patient with this pacemaker system experienced chest pain that correlated with pacemaker mediated tachycardia (pmt) episodes. It was also noted that the right atrial (ra) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss). Further evaluation of programming options was recommended. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker system experienced chest pain that correlated with pacemaker mediated tachycardia (pmt) episodes. It was also noted that the right atrial (ra) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss). Further evaluation of programming options was recommended. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that the patient with this pacemaker system experienced chest pain that correlated with pacemaker mediated tachycardia (pmt) episodes. It was also noted that the right atrial (ra) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss). Further evaluation of programming options was recommended. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this physician suspected outer insulation fracture being the cause of the impedance measurements out of range. The physician opted to continue to monitor since the lead was appropriately sensing in unipolar. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.